Event description:
During one right pcoma aneurysm embolization case, resistance was encountered when inserting and advancing the subject stent into the microcatheter hub and shaft. The physician tired multiple times to advance the subject stent but the stent could not be seen. When the physician checked under fluoroscopy, the stent was found deployed at the proximal end of the microcatheter. The stent and microcatheter were replaced and the procedure were completed successfully. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
D4 expiration date ¿ added. D9 returned to manufacturer on - updated. D10 product available to stryker ¿ updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned in an sl-10 microcatheter, the distal tip of the sdw was not returned. During functional testing, an sl-10 microcatheter was flushed and a 0.0158 patency mandrel was advanced, the stent deployed from the microcatheter tip. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and the stent was prepared as per dfu. Also, the patient¿s anatomy was moderately tortuous which may have contributed to the event. The stent was returned deployed in an sl-10 catheter and was found to be intact. Based on the event description and the analysis the as reported can be confirmed. The as reported as well as the as analyzed listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The subject device not returned.

Event description:
During one right pcoma aneurysm embolization case, resistance was encountered when inserting and advancing the subject stent into the microcatheter hub and shaft. The physician tired multiple times to advance the subject stent but the stent could not be seen. When the physician checked under fluoroscopy, the stent was found deployed at the proximal end of the microcatheter. The stent and microcatheter were replaced and the procedure were completed successfully. There were no clinical consequences to the patient reported as a result of this event.